Manufacturer narrative:
Manufacturing narrative: the ado was returned to aga medical in its original configuration. Following decontamination, the ado was measured and the size was confirmed to meet dimensional specifications. The ado was examined microscopically and no defects were observed. The ado was loaded and deployed from a test 8f loader without any deformities. During manufacturing, this device underwent a series of inspections and tests to confirm proper function, including a test simulating loading and deployment and verification of device sizing. A review of manufacturing documentation confirmed this device successfully completed these tests. Aga requested further information regarding this case, but medical records and images were not provided. Echocardiograms were needed to confirm sizing and evaluate other parameters of the implant procedure. The results of this investigation are inconclusive because medical records and images were not provided. The cause of the patient's embolization remains unknown. Corrected data: the device's serial number was initially reported to be (B)(4). We later verified the correct serial number was (B)(4).

Event description:
According to the initial information received, this 9mm amplatzer duct occluder (ado) was successfully implanted but embolized four days post-implant. The ado was successfully retrieved and the defect was surgically closed.

Manufacturer narrative:
Further information was requested, including medical records and imaging, however, we have not received more information nor was the device returned for analysis. If additional information becomes available, an amended report will be submitted. Device was not returned for analysis.